Event description:
It was reported that the images were blurry which caused the system to become unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was evaluated and replaced, and a calibration was performed. The system was tested and found to be working as intended and returned to service.